Event description:
It was reported that the touchscreen on the pump was unresponsive, preventing the customer from interacting with it. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer chose to perform a pump reset using the information provided by technical support, which successfully resolved the issue, allowing normal interaction with the pump screen.